Manufacturer narrative:
Information not provided. The product was not returned for analysis. A lot number was provided. The product instructions for use contains a precautionary statement that if redness or other signs of irritation appear, or if redness or signs of irritation persist, to consult a physician. End of report.

Event description:
A customer alleged third degree burns, blisters, and itchiness of the skin on the lower-right abdomen, a 5x5 inch area around the ostomy site, that occurred after 3m cavilon no sting barrier film wipes were used once when providing ostomy care. Baby wipes that contained water had been used to wipe the area before cavilon was applied. The symptoms were observed four days later upon changing the ostomy bag when itchiness developed. Adhesive remover was purchased and applied it to remove the cavilon, along with wiping the area with water and gauze. The patient was seen by a physician for the symptoms, who prescribed cephalexin capsules, 500mg three times a day for ten days, and mupirocin ointment, usp 2% to apply three times a day. The affected area was reported to be improving, with areas of dried pus observed.

Manufacturer narrative:
Information not provided. The product was not returned for analysis. A lot number was provided. The product instructions for use contains a precautionary statement that if redness or other signs of irritation appear, or if redness or signs of irritation persist, to consult a physician. End of report.

Event description:
A customer alleged third degree burns, blisters, and itchiness of the skin on the lower-right abdomen, a 5x5 inch area around the ostomy site, that occurred after 3m cavilon no sting barrier film wipes were used once when providing ostomy care. Baby wipes that contained water had been used to wipe the area before cavilon was applied. The symptoms were observed four days later upon changing the ostomy bag when itchiness developed. Adhesive remover was purchased and applied it to remove the cavilon, along with wiping the area with water and gauze. The patient was seen by a physician for the symptoms, who prescribed cephalexin capsules, 500mg three times a day for ten days, and mupirocin ointment, usp 2% to apply three times a day. The affected area was reported to be improving, with areas of dried pus observed.